Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the nurse that the patient came to the clinic today for a refill and increased pain. The hcp stated she noted a motor stall and tube set log. The patient had a magnetic resonance imaging (MRI) on the day of the stall and did not have the pump checked post scan. The hcp stated the patient had the MRI due to increased pain. There was no audible alarming during this time until she interrogated the pump. The hcp stated she had done the refill and there was no volume discrepancy. Hcp checked logs and the motor stall recovery occurred the same time she interrogated the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that in regards to the increased pain, the patient has a long term history of chronic pain that became not well controlled spontaneously, prompting the order for the magnetic resonance imaging (MRI). Not found to be related to pump. MRI confirmed progression of underlying pathology. Actions/interventions taken to resolve the patient's increased pain were adjusting treatment, planning further interventions and evaluations by neurosurgery.